Manufacturer narrative:
The risk mgr at this facility stated that there are no reported injuries related to this event. Fungus found on an endoscope after processing on a system 83 plus device is an indication of a breakdown in the manual pre-cleaning and/or cleaning process of scopes. The effectiveness of the cleaning process is in question and potentially poses risks to pts until the cause of the occurrence, device or external to the system 83 plus device, is remedied. The filter was not returned to custom ultrasonic inc. A review of purchase history for this customer finds no purchases relative to the 5.0 and 0.1 filters from custom ultrasonics. As indicated in the operator's manual, make certain to replace all filters with custom ultrasonics, inc, OEM parts. As a result of this investigation it cannot be clearly ascertained if the reported occurrence relates to facility heat exchange repair or the evidence of fungus already being present on materials in the processing area. It should be noted that the 5.0 micron filter only serves to block large particles and the 0.1 micron filter serves as the barrier from sediment and addresses high level endotoxin, bacteria, and spore removal as long as handling, installation, preventative maintenance, and MFR's specs are met. It can be ascertained based on purchase history that the customer is not using a custom ultrasonics' (OEM) 5.0 and 0.1 micron filters. Several attempts have been made to obtain add'l info. As more info becomes available a f/u report will be submitted.

Event description:
Pt's esophagogastroduodenoscopy (egd) was done with an egd scope of unk status of disinfection. Random cultures of three gastrointestinal scopes were taken and reported as positive for fungus two days later. This pt's egd scope was one of the three that tested positive, and it was returned to service prior to knowing the culture results. The system 83 plus 9 washer-disinfectors in use have been cultured, and the results are pending. The 5.0 micron sediment pre-filter with reportedly blackened sediment-appearing debris in it was changed out after the scope cultures were obtained. These filters are usually changed every 3 months, and this was the first time we have seen this. It is our belief that this occurred as a result of not adequately flushing the water supply when the heat exchanger was repaired two weeks ago. The tubing leading from the hosp water source to the system 83 plus 9 has since been changed.